Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and noted there were noisy signals on all three channels. Ts noted that there were no pacing inhibition for more than two seconds. Ts provided troubleshooting actions. The patient will continue to be monitored remotely. The device remains in use. No additional adverse patient effects were reported.